Event description:
It was reported that the patients lead broke off when the physician tried to take it out of the needle. The patient had to be opened up during trial in order to remove the missing eight contacts. The physician successfully removed all the contacts. The explanted lead was not returned as it was kept by the medical facility.